Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Product not adhering due to detachment. Non-serialized product being replaced. No further information available.